Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported, one day post implant, that the implantable pulse generator (ipg) experienced a dropped ventricular pace following an atrial sense. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.